Event description:
It was reported that the customer had reservoir leaks past both o-rings. Customer's blood glucose was 400 mg/dl. Troubleshooting was done. Customer stated that reservoir was leaking outside the insulin pump while filling. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.